Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. The patient¿s dermatologist recommended not to use lotions and to keep the area dry. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.